Event description:
It was reported when the patient presented in clinic for follow-up, the device had prematurely depleted. The estimated remaining longevity of the device was 1 year. During previous check on september 2016, the device showed 4.2 years estimated remaining longevity. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.